Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on due to a false downstream occlusion. Service evaluation verified the downstream occlusion. The cause was identified to be out of specification downstream current reading with the tube loaded. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed for a false downstream occlusion. No additional information is available.